Manufacturer narrative:
Device qc performed. Mon 04/19/2010.

Event description:
Initial information reported by a physician to a sales representative on 12-apr-2010: a physician reported, one of our nurses who had poly-l-lactic acid (sculptra, lot#, exp date unknown) four years ago suddenly developed facial swelling and has had palpable masses on her jawline and cheek. It improved with steroids but still has lumps. Physician thinks they are most likely granulomas from the injection 4 years ago. An MRI of the face was done and did not show any abnormality. No further information reported.